Event description:
It was reported that the patient underwent implant of two 6x150mm stents; the stents were successfully implanted in the mid sfa. Approx, fourteen months post stent implant, the patient presented with an ulcer in a foot. At the time, there was no treatment performed and the patient was monitored. Three weeks thereafter, the physician performed an angiogram and identified that the two stents were fractured and had restenosed. The physician treated the restenosed segment by deploying two overlapping stent grafts inside the stents. The procedure was completed successfully and there was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The device remains implanted, therefore, not available for evaluation. The event investigation is currently underway. Please note that this event involves two devices of the same size, and with the same product malfunction; thus far, the product information has been reported as unknown.